Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom on (B)(6) 2015 to report on behalf of patient an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.